Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Joystick will turn on without pressing the power button after the provider turned it off.